Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of over 80 units (+80). Reportedly, the cartridge was filled with 220 units of insulin. Blood glucose level was 250 mg/dl. Reportedly, the customer resumed insulin delivery.